Manufacturer narrative:
A follow up head CT demonstrated no progression or hemorrhagic conversion of the left parietal infarction on (B)(6) 2021. The patient is stable, has been extubated, and is gaining weight.

Event description:
Berlin heart inc. Was informed by the site on (B)(6) 2021 that a patient being supported with the excor pediatric vad system in the lvad configuration had an ischemic cva event with concomitant seizures. The blood pump was fully filling and ejecting. On (B)(6) 2021, the patient became increasingly agitated and difficult to sedate. A head CT was obtained and demonstrated a left parietal infarction. On (B)(6) 2021, an eeg revealed concomitant seizures that resolved with the initiation of antiepileptic drugs. Thrombin deposits were noted in the blood pump at the time of the event. The anticoagulation was therapeutic.